Event description:
It was reported that during an iliac stenting procedure, withdrawal difficulties were encountered. The lesion being treated was located in the right iliac. The sentinol biliary stent delivery system was advanced to the lesion on the bentson guide wire, however, once it reached the lesion the physician realized it was not the length needed. Therefore, he went to withdraw it, however, the catheter became locked on the wire. Both devices were removed as a unit with no further complications, and the procedure was completed with a different device. Pt status was reported as 'fine'.